Event description:
The patient's wife reported that the patient had a high fever, muscle contraction, a drop in blood pressure and was admitted to the intensive care unit of the hospital. The patient was receiving baclofen via the pump. The patient was also receiving oral baclofen and valium. No pump alarms had been heard and no device troubleshooting had been done. The patient's wife was encouraged to contact the patient's managing hcp, so diagnostic tests could be run. Additional information has been requested, a follow-up report will be sent if additional information becomes available.